Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 50 mg/dl. Additionally, the pump vibration was reportedly not working. The customer declined to perform troubleshooting with tandem technical support or provide any further information.